Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch (e-384), was observed in the device's error log. The manufacturer's service technician determined there was a leak in the airway had caused the issue to occur on the device. In conclusion, the device's blower cap, blower bellows, in-line filter, in-line proximal filters, machine flow sensor, muffler assembly, proportional valve, three-way solenoid valve, and system printed circuit assembly board were replaced to address the issue. The root cause is confirmed at this time.